Manufacturer narrative:
On 28-nov-2023, the customer alleged no delivery/insulin flow blocked alarm, alarm lost loudness, unable to communicate to transmitter and cosmetic damage on keypad and screen. Unable to verify battery cap damage due to pump received without the original battery cap. The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with minor scratched lcd window, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, keypad overlay texture damage and serial number label missing during the visual inspection. Thump and carelink software was utilized and downloaded trace/history files properly. In further full review found multiple no delivery alarms in the pump history on 11/26/2023 from 14:55:00.000 until 15:15:00.000 during bolus and basal deliveries. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No ¿no delivery alarm¿ during testing. The audio functioning properly. The test guardian link with the watertight tester communicated properly with the pump noted. No communication anomaly. Pump was cut open to perform visual inspection and found no component or moisture damage on the electronic assembly, motor assembly and force sensor. The force sensor offset measured within spec range during testing (22.8 mv). In summary, pump passed required testing. Customer alleged for no delivery/insulin flow blocked alarm, alarm lost loudness and unable to communicate to transmitter was not confirmed. The force sensor is within specification. Unable to verify battery cap damage due to pump received without the original battery cap. Cosmetic damage was confirmed at keypad overlay and lcd window. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported insulin flow block alarms and alarm lost loudness and also reported facing issue in trying to find the transmitter , worn buttons and scuffed screen along with the loose battery cap. Troubleshooting was not performed and no further details has been provided. No harm requiring medical intervention was reported. The customer continue using the device and the device will not be returned for analysis.